Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The 6.0x150mm supera self expanding stent system (ses) was advanced to the target lesion; however during the process of deploying the stent, it only released half way and the tip of the delivery system detached. The ses with the partially deployed stent was removed. Outside the anatomy the stent was completely deployed. The tip of the ses was found stuck in the posterior tibial artery. A suction catheter was used to remove the detached tip. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was bent in the narrow anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation deployment failure. Manipulation of the compromised device resulted in the noted bunched/torn stent sheath likely contributing to the reported difficulties. During removal of the compromised device interaction with the narrow anatomy and/or inadvertent mishandling resulted in the reported tip material separation/noted inner member/tip separation. As reported, a suction catheter was used to remove the detached tip and another stent was used to complete the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.